Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was 85% stenosed and located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The physician was unable to cross the lesion with the promus premier 24 x 3.00mm stent delivery system. It was noted that the stent was slightly flared at the proximal edge after it was removed from the patient. The procedure was completed successfully with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR. A visual and microscopic examination of the returned device found that the stent was damaged at the proximal end. Struts on the most proximal row were folded distally over the second row. The midshaft was kinked and slightly twisted at the guidewire exchange port. The midshaft and corewire were furthermore kinked at the midshaft bond. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was 85% stenosed and located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The physician was unable to cross the lesion with the promus premier 24 x 3.00mm stent delivery system. It was noted that the stent was slightly flared at the proximal edge after it was removed from the patient. The procedure was completed successfully with another of the same device. No patient complications were reported and the patient's status is stable.